Event description:
It was reported that the patient underwent a tlif at l5-s1 to treat lumbar spondylolisthesis. It was reported that the surgeon was not able to break off the setscrew during the final tightening. The surgeon replaced the setscrew and the pedicle screw with new screws. The procedure was completed without any further incident. No patient injury was reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The lots that were used are part # g8670855, lot 0180164w, expiration date 10/05/2019; lot 0180165w, expiration date 10/05/2019; lot 0180166w, expiration date 10/05/2019. These parts are not approved for use in the united states; however, a like device catalog # 8670855, 510k # k000453 was cleared in the united states. The manufacture date for lot 0180164w is 09/20/2011; the manufacture date for lot 0180165w is 09/20/2011; the manufacture date for lot 0180166w is 09/20/2011.